Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported system error was a failed processor board, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in february 2010 and is over 15 years old. The archive data could not be downloaded due to a failed processor board. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The parameters in backup memory have been corrupted due to a failed processor board. The processor board was replaced to remedy the reported system error. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR". No patient involvement.